Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, the insulin pump continued to go into the self-test mode. The customer's blood glucose was 4.4 mmol/l. No alarms were present in the device history file. Customer stated the only alarm that had occurred was low battery and the customer's mother replaced the battery and since the self-test has been occurring. It reoccurred during the call and no alarms for the past week. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return it for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self-test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected low battery alarms were noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage are within specification. The pump was monitored for 24 hours and no unexpected pump performing self-test on its own anomaly noted. The pump was received with minor scratches on the display window and case.